Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. A definitive root cause could not be identified for the clogged suction pipe with unidentified foreign matter that could not be removed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the suction pipe of the subject device was clogged with unidentified foreign matter that could not be removed. There was no patient involvement.